Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) who performs pd therapy on a homechoice (hc) device experienced an unspecified infection. At the time of this report, the patient was in the hospital for the infection. Additional information was requested but is not available.